Event description:
Account reported a leakage due to a pinhole in the tubing. Per reporter, product was used with a sigma infusion pump. Reported condition discovered during patient use while infusing heparin. There was no patient injury and no medical intervention required as a result of reported issue.